Event description:
Hot line system found to have leak in inner tubing resulting in a break in sterile to non-sterile barrier and mixing of non-sterile warming fluids with the sterile fluids the pt was receiving via inner tube.